Event description:
Customer's son reports back to back testing on the same meter while using the advantage system with results of 215mg/dl and 95mg/dl. Quality controls are expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.